Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal lcx (ref # 2953200-2010-01350). Approximately 3 weeks post index procedure, there was further two endeavor sprint rapid exchange (rx) drug-eluting stents implanted as a staged procedure. One in the proximal lad and one in the mid lad. There was a ptca revascularization of the distal lad carried out on the same day. At 1 month follow-up pt's cardiac status was stable angina. Approximately 6 weeks post index procedure, an endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st obtuse marginal as a second staged procedure (ref # 2953200-2010-01351). At 6 month and 1 year follow-ups, pt was asymptomatic / free of symptoms. At 1.5 year follow-up, pt's cardiac status was stable angina. Approximately 20 months post index procedure, stent thrombosis was reported to have occurred in the mid circumflex and the 1st obtuse marginal. Stenosis diameter was reported to be greater than 70%. Associated clinical signs and symptoms were angina. Angiography showed the des in the mid lcx was occluded, the des in the mid rca was 70-90% occluded and 1st obtuse marginal des occluded. Proximal lad <50% occluded, mid lad no abnormalities, distal lad 90% occlusion. Investigator has indicated that it is not assessable if the event was related to the study stents. At 2 year follow-up, pt's cardiac status was stable angina.

Manufacturer narrative:
(B)(4): eval results: thrombosis.